Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device exhibited crosstalk oversensing and pacing inhibition. There were concerns on why the presenting electrogram (egm) looked completely flat. It was noted that there was crosstalk oversensing of atrial signals resulting in left ventricular (lv) pacing inhibition. Reprogramming had been performed in past, and the patient was programmed with simultaneous bivp lv output was fixed. Technical services (ts) reviewed and stated that the egm was flat from the reason that lv sensing was turned off. This device remains in service. No adverse patient effects were reported.